Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Was answered yes as the customer indicated that this event was reported to someone other than adc. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified high sensor scan result on (B)(6) 2018 and subsequently self-treated with 20 units of apidra solostar fast-acting insulin. Customer reported experiencing a loss of consciousness and was taken to the hospital where he was diagnosed with hypoglycemia and treated with a glucagon injection. No further treatment was required and the customer was discharged from the hospital the same day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified high sensor scan result on (B)(6) 2018 and subsequently self-treated with 20 units of apidra solostar fast-acting insulin. Customer reported experiencing a loss of consciousness and was taken to the hospital where he was diagnosed with hypoglycemia and treated with a glucagon injection. No further treatment was required and the customer was discharged from the hospital the same day. There was no report of death or permanent impairment associated with this event.